Manufacturer narrative:
Concomitant medical products- model: unknown competitor crt-d; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had developed a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.